Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex esophageal stent 18/23mm x 153mm was used during an esophagogastroduodenoscopy (egd) with stent placement procedure in the esophagus on (B)(6) 2015. According to the complainant, the stent was to be used to treat a long, malignant stricture in the lower esophagus. Reportedly, the patient's anatomy was tortuous, the stricture was very tight, was not dilated prior to the procedure and the physician was unable to pass a scope through the stricture to measure the length of the lesion. During the procedure, as the physician was deploying the stent, he assessed that the stent was too large for the patient¿s anatomy and decided to exchange the stent for a smaller one. The physician attempted to reconstrain the stent; however, the stent was not able to be reconstrained. The physician noted that the ro marker had moved to the starting position but the stent's distal end was still flared out from the delivery system. The stent was partially deployed when it was removed from the patient. The procedure was completed with a wallflex esophageal stent 18/23mm x 123mm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of stent partially deployed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.